Manufacturer narrative:
No device components or x-rays were returned for analysis; therefore, a device evaluation could not be conducted. The reporter noted that the patient had a chronic medical history and that the fracture was associated with the patient's size rather than a device malfunction. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On 13 aug 2025, seaspine/orthofix was made aware of a revision surgery related to the mariner posterior fixation spinal system. The revision surgery was performed because the patient suffered a bone fracture which caused there to be a subsidence with the construct. The exact date of when the bone fracture occurred was not provided. However, the index surgery was performed on (B)(6) 2025 and the revision surgery was performed on (B)(6) 2025. According to the reporter, the revision surgery was completed successfully.